Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 ¿ needle swage and attachment area additional information: d9, h6 investigation summary ==> two packets of product code w9719 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength results were above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h3, h6.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number rdmaee and no non-conformances related to the reported complaint condition were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm how many sutures broke during suturing on this one patient during this single surgical procedure? Total of 2 each. How was procedure successfully completed? Yes. Please provide status of product return. Sterile suture from same batch is available. Note: events reported in 2210968-2021-09908 and 2210968-2021-09909

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. The procedure was successfully completed. There were no adverse patient consequences. No additional information was provided.